Event description:
Caller reported that a malfunction occurred on pump and confirmed that there were at least three occurrences of similar issues with same device. There was no adverse impact to customer¿s blood glucose level. The pump was replaced to resolve the issue, and the customer will use current pump for insulin therapy until the replacement arrives.